Event description:
On an unknown date, the patient was treated with a medtronic® stent-graft system to treat an abdominal aortic aneurysm. On multiple dates between (B)(6) 2011 and (B)(6) 2014, the patient was implanted with gore® excluder® aaa endoprostheses as part of a revision of the existing stent-graft system. On (B)(6) 2015, a potential type I endoleak (unspecified) was reportedly identified. The physician also suspects the endoleak has contributed to aneurysm enlargement. No further information is available.

Manufacturer narrative:
Please note: evaluation of provided images revealed that the contrast seen outside the implanted device appeared approximately 7.2 mm below the left renal artery, which indicates that the reported type I endoleak was proximal. The contralateral leg components ((B)(4)/9662629 and (B)(4)/12323677) and iliac extender component ((B)(4)/8486604) will be removed from the medwatch, as no allegation of deficiency has been made against these devices.

Manufacturer narrative:
Additional excluder® components included in this report: - pxa280300/8453503; - pxc201000/9662629; - pxl161207/8486604; - plc201000/12323677. A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore excluder® aaa endoprosthesis have not been evaluated in the revision of previously placed stent grafts. Per IFU, adverse events that may occur and / or require intervention include, but are not limited to endoleak.